Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that during use, the operator notice the cuff of the tracheostomy tube was deflated. The user suspected the pilot balloon's reverse flow prevention may have been damaged. No injury was reported.

Manufacturer narrative:
One smiths medical portex® blue line vocalaid® tracheostomy tube was returned for analysis in a used condition. The red adaptor of the inflation line is missing upon visual exam. Relevant documents were reviewed and deemed adequate. The manufacturing process was conducted. Operations were reviewed finding no discrepancies: line clearance record of trachy line, training records of the operators that performs the inflation line operation, and inflation line assembly operation was reviewed. Inflation test was audited during thirty two (32) units with no deflated inflation lines assemblies were detected during the thirty two (32) units tested. Based on the evidence the most probable cause was due to the red adaptor from the red check valve was received loose from supplier bespak or red adaptor from the red check valve was disconnected after the product left shm facility. Since the lot number regarding the product related to this complaint was not reported, its unknown if the product was manufactured after the implementation of the actions described above.